Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning occurred for low impedance occurred on the right ventricular (rv) lead, and high rv thresholds were noted. High thresholds were also noted on the right atrial lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.